Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device is still positive for nontuberculous mycobacteria (ntm) and a supplemental water sample was collected by customer from the hose used to fill the heater cooler and found the hose positive for nontuberculous mycobacteria (ntm) with a 10 cfu/ml count. Furthermore, through an analysis conducted by livanova r&d department, carbon filter used by the customer for water is not an antibacterial one and it is not possible to guarantee equivalence with pall filter indicated in the device instructions for use. Based on the collected information, the h2o2 check schedule and the use of a non-approved activated carbon filter are practices performed which are not in accordance with the device instructions for use, and these deviations may have led/contributed to the reported event.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacterium chelonae post-cleaning. There is no patient involvement.

Manufacturer narrative:
There was no known patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. Through follow up with the customer, livanove learned that:customer will perform a deep cleaning of the units and repeat the test. Single-use blankets are employed. H2o2 checks are not done daily but from monday to friday. An activated carbon tank, 1 micron, 0.2 micron is used instead of the disposable pall aquasafe water filter with 0.2 m membrane and it is replaced every 6 months-1 year. The sink water was not tested. Endoscopic pics of the tanks were provided by service eng. As for the above, product IFU are not followed: h2o2 checks are not performed daily and it is performed from monday to friday. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.